Manufacturer narrative:
"Complaint summary: helpline support team reported that user was facing issue while logging into the simplera app where recaptcha during logging was spinning and user was not able to login. Investigation/testing summary: an attempt was made to reproduce the issue by trying to login to the test account in mobile app and confirmed that the issue was not reproducible. Provided helpline support team that we were not able to reproduce the issue and requested user to retry and confirm if issue exists. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the most likely root cause could be assumed that the user had temporary network glitch. Analysis summary: we are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Instructions were provided to resolve the issue, no escalation required. Esf number: afc code: fb35af other device setting issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer's mobile app was unresponsive. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. The device will not be returned for analysis.